Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board (pcb) was out of specification. It was not confirmed that epg had no lights for pacing or sensing. It was also indicated that the display wires were pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was on but there were no lights for pacing or sensing. The epg also had an error. The epg was returned for service. There was no patient involvement.